Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. H6) multiple annex a codes were submitted for the event. Annex a code, a1102, applies to rfr code nav4123 and annex a code, a13, applies to rfr code nav4119. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the customer experienced an issue on their planning station when downloading an exam from electronic picture archiving and communication systems (pacs) that said that the exam was not optimal for use with the navigation system and that it "discarded invalid dicom slices."  The issue did not reappear when transferring from the planning station to their other navigation system. There was no patient involvement. The probable cause was noted be that when the planning station pulls the image from pacs, it¿s pulling the exam as the original digital intercommunication of medicine (dicom). Once the planning station receives it, it will convert the dicom into the manufacturer proprietary file format that can be read among the planning station and the other navigation system. The error may only appear during the conversion from dicom to the manufacturer extension since when it is moved from planning station to the navigation system, it's moving the proprietary file.

Manufacturer narrative:
H3, h6) a software analysis was conducted. There were 2 set of logs available on the date of issue one set log were not from the date of issue and the other set of logs were not extracted properly. Without exam archives there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported code, d15, is applicable as well as newly reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.